Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer's blood glucose was over 600mg/dl, treated with pen and it went down to 79mg/dl. The customer's current blood glucose was 488mg/dl. The customer treated with correction with needle. The insulin pump passed the high pressure test. The customer mentioned they received a no delivery as well.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. No moisture damage was found on the electronics and motor noted. The insulin pump had minor scratched display window.